Manufacturer narrative:
Philips service replaced the 24v supply in the lateral generator (pd. Scomp. Dcps_24v_12v_5v). This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a tube defect error caused loss of imaging during use on an allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.